Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair with mesh. He had revision surgery. The time frame was not given in the source documentation. The patient experienced pain, recurrence, surgery.

Manufacturer narrative:
Medtronic complaint report:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair with mesh on (B)(6) 2015. The patient developed a recurrent umbilical incisional hernia. Revision surgery revision was required and performed on (B)(6) 2016 which was 11 months after the initial implantation performed on (B)(6) 2015.